Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site and was also having difficulty charging the ipg. This was due to the patients pocket site being shallow. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the pocket site was made deeper and the ipg was replaced. The patient was doing well postoperatively.